Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in his last cycle of treatment. Upon removing the tubing set from the cycler, the rn noticed fluid inside the cassette compartment of the cycler. The origin of the leak could not be identified. Patient did not receive any antibiotics and had no adverse effects. Sample was discarded by the nurse; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.